Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, the patient's father reported that the patient's infusion set was leaking at the adhesive pad. The diagnosis being treated by the administered medication was diabetes mellitus. No further information was available.